Event description:
It was reported that when the package was opened, the tip of the lead was bent. The device was not implanted. Another lead was used and the operation was completed. There was no health hazard to the patient.

Manufacturer narrative:
(B)(4).